Event description:
Healthcare professional (hcp) reports a blood leak into dialysate noted at onset of pt treatment. Healthcare professional reports dialyzers reused an average of 15 times. Healthcare professional reports no pt injury.